Manufacturer narrative:
H11: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It is reported foreign matter. Event description: when opened the syringe, there is something in syringe. Additional information: in front of the syringe, there was something like a small lump taken from the mold where the syringe was being made, and I think it was said to be a foreign substance. Kindly provide number of occurrences.

Manufacturer narrative:
(B)(6) follow up for device evaluation a concern was reported regarding the presence of a substance within a syringe. To support the investigation, one sample in opened blister packaging was submitted for evaluation by the quality team. A visual inspection was conducted using 10x and 30x magnification. Lubricant was observed on the syringe¿s rubber stopper. This is considered an acceptable condition, as lubricant is intentionally applied to both the inner barrel wall and the rubber stopper during the manufacturing process. No additional defects or anomalies were identified during the inspection. A device history record (DHR) review was completed for material number 309653, lot 5023073. The review did not reveal any quality issues during production that could be linked to the reported condition. No related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar events have been reported for this lot. Based on the returned sample analysis, the reported condition was confirmed. However, the presence of lubricant on the rubber stopper is consistent with standard manufacturing practices and is deemed acceptable.